Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) states ¿adverse events that may occur and/or require intervention include, but are not limited to, endoleak.¿

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm and left common iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. On (B)(6) 2021, follow-up examination reportedly revealed a type iiia endoleak at the junction of the bridging contralateral leg endoprosthesis and the iliac branch component. According to the report, the overlap between the contralateral leg and iliac branch components was slightly short. On (B)(6) 2021, the patient underwent a re-intervention procedure whereby an additional gore® excluder® device was implanted to reline the overlap junction. The endoleak was resolved, and the patient tolerated the procedure.